Manufacturer narrative:
Device evaluation: d10, g4, g7, h2, h3, h6 and h10. H10: vyaire service technician evaluated and verified the customer's complain which is fio2 monitor values does not not match set fio2 . Vyaire technician checked the values via external pressure/flow analyzer. Problem found was blender was out of tolerance. Technician overhauled the blender, installed 5 year pm kit, upgraded the software then calibrated the device and tested.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56. If additional information becomes available.

Event description:
The customer reported adjusted and measured o2 don't match issue on the sipap ventilator. The customer reported that there is no patient involvement associated with the reported event.